Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate atp due to t-wave oversensing. Reprogramming was performed which solved the issue. Patient condition was good.